Manufacturer narrative:
Pump received with the operating currents within specification. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. A water filled reservoir was used during testing and liquid exiting the tubing during the bolus deliveries was observed. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call to have been hospitalized in the intensive care unit on (B)(6) 2016 with blood glucose of 800 mg/dl. Customer was hospitalized due to high blood glucose. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for high blood glucose. Insulin pump would be replaced per customer's request as customer reported that high blood glucose was due to no delivery.